Event description:
It was reported to philips that the device module is broken. It was later clarified that the paddles are bad. Further details were not provided. There was no reported patient involvement.